Manufacturer narrative:
Additional information regarding patient. Siemens healthineers has completed the investigation of the reported event. It was initially communicated that the patient stated that she was violently bounced on table during a diffusion scan. The patient went to a chiropractor, had x-rays, and her doctor stated that her neck was misaligned. The customer does not have any further information regarding the patient's state of health, nor does he know whether medical treatment or intervention was necessary after the x-ray examination. The complained issue was investigated. The patient table was checked as it had shown switch error and hydraulic lock messages. The siemens healthineers customer service engineer (cse) provided the information that when the table is raised to home position, it floats back down and won't stay up. During troubleshooting, the power stage (material. No. 10433511) and the hydraulic cylinder-vertical lift (material. No. 10591691) were replaced. Unfortunately, they were not sent back as complaint parts, therefore could not be analyzed. The system was tested several times with heavy phantoms and persons on the table and was working as specified. Unfortunately, no additional information has been provided to define the patient¿s statement of being "violently bounced" and in which way the patient was bounced during the diffusion scan. This complaint has been closed. H6: health effect ¿ clinical code was updated based on the additional information.

Event description:
***Additional information*** the patient went to a chiropractor, had x-rays, and her doctor stated that her neck was misaligned. The customer does not have any further information regarding the patient's state of health, nor does he know whether medical treatment or intervention was necessary after the x-ray examination.

Event description:
Siemens healthineers was notified of a patient event during an MRI examination on the magnetom skyra system. The patient stated that she was violently bounced on the patient table during a diffusion scan. The patient went to a chiropractor and x-rays were taken. The customer facility does not have any additional information regarding the patient¿s health status, nor do they know whether medical treatment/intervention was provided after the x-ray examination.

Manufacturer narrative:
H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.